Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment did not trigger the laser after a vitrectomy procedure. They tried both ports and replaced the optical fiber and it still did not work. The case was not completed. The laser will be performed with a slit lamp at a later date. Additional information has been requested.